Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr), restricted posterior leaflet and calcified anterior leaflet tip for a mitraclip procedure. During the procedure, while removing the lock line, initial resistance was observed. Clip was deployed and the clip was visibly opened. It was noted that the clip was stable on the leaflets. All steps were performed as per IFU. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked (cowl) and lock line resistance were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.